Event description:
Continuous "inop's" with 7 segment displays blank in the monitor panel. Monitor led lit. Vent not cycling. Vent turned off and on. Switched on a few minutes later and vent operated normally.